Manufacturer narrative:
The subject device was returned to omsc for investigation. [1st investigation]: omsc confirmed the user reported phenomenon and it could see the foreign object clogging at the insertion section limit mark 20 of the auxiliary channel of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [2nd investigation]: the exterior of the subject device had no abnormality and kink of the auxiliary channel of the subject device. However it could find white foreign object clogging at the insertion section limit mark 20 of the auxiliary channel of the subject device and its foreign object was came out. [3rd investigation]: the result of analysis of the white foreign matter which came out of the auxiliary channel of the subject device as follows; the foreign object which came out was a resilient solid. Ft-ir analysis showed that the main component was silicones. It was considered from analysis that the foreign object was silicone rubber. Omsc concluded that the cause of this phenomenon was attributed to foreign object clogging. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that no water came out from the auxiliary channel of the subject device during the unspecified procedure. Even the water never came out with using a syringe and something was clogged inside the channel. The intended procedure was completed with using the subject device. During the investigation at omsc, the it was found that it could see the foreign object clogging at the insertion section limit mark 20 of the auxiliary channel of the subject device. There was no report of patient injury associated with this event.